Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse found black image in right lower corner of the top display (d160-00-0127). Replaced upper display. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The following was performed by sr service technician of the maquet failure analysis and testing dept. Wayne.the failure analysis and testing department received the following parts: howdy cable and top lcd screen with a reported unit failure of broken top lcd screen.the fat dept. Performed a visual inspection and found that the top lcd screen is broken on the bottom right side.due to the broken lcd screen, it cannot be installed and investigated any further.retaining all the parts in the failure analysis and testing department per procedure number.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) screen is broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse found black image in right lower corner of the top display (d160-00-0127). Replaced upper display. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a